Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 50 mg/dl when the actual blood glucose level was 106 mg/dl. The customer stated that she took insulin for dinner and received a low glucose alert. The customer declined troubleshooting. The customer stated that the sensor was stuck, when pulling it out from her skin. The customer stated that the tip of the sensor was bent. Assisted customer with inserting a new sensor. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Sensors failed for high readings. Unable to perform insertion complaint due that complaint is against sen-serter customer returned sensor only. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.